Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the patient that she underwent breast augmentation surgery and a topical skin adhesive was used. Approximately 2 weeks post operative, the patient developed a hive like rash. She was treated with a steroid injection and an oral steroid. Additional information has been requested.